Event description:
Cook needle knife device during ercp [endoscopic retrograde cholangiopancreatography] broke during the procedure. The needle was stuck in the ampulla and was retrieved using forceps. No harm to the patient. Device number was w4983389.